Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The patient noticed that the dexcom system had been giving her false readings the day she went to the emergency room for having symptoms of diabetic ketoacidosis. While the patient was in triage, she compared the reading on the g5 application which was 249 mg/dl to the meter in triage which was 633 mg/dl. It was reported that the patient was admitted to the hospital for dka. The date of admittance is unknown. The patient is unsure of what caused the issue with the dexcom system. No additional patient or event information is available. Data was not provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.